Event description:
On 1st august 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, a piece of the lens optic had chipped off necessitating lens explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a piece of optic was found to have chipped off. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has been retained and has been requested for return; however, to date, has not been received by rayner for evaluation. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available to determine the cause of the lens damage during injection.